Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained by ipsilateral approach via the femoral artery. The 99% stenosed target lesion was located in the moderately calcified left superficial femoral artery - below the knee. After crossing the guidewire, a 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. The balloon was initially inflated at nominal pressure; however, on the second inflation at about 10 atmospheres, the balloon ruptured. The procedure was completed with another same size coyote balloon catheter. There were no patient complications nor injuries reported.